Event description:
One pt's serum sample generated an initial architect c8000 sodium assay result of 172 meq/l. The result was not reported out of the lab. The customer retested and the sample on the same analyzer and generated a result of 142 meq/l. The customer then retested the sample on the other architect c800 analyzer in the lab and generated a sodium result of 142 meq/l. All controls have been within specifications. A service call was initiated but the technical executive could not reproduce the customer's issue. There is no impact to pt management reported.